Manufacturer narrative:
The suspect device was returned and evaluated. A review of the event history log confirmed the error had occurred. The error was duplicated through testing. During visual inspection, the plunger cable was observed frayed causing the mainboard to become damaged. The pump is over 10 years old; the replacement needs for a new cable and mainboard is related to normal wear and tear of the device. The cable and mainboard were replaced; after repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.

Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.